Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the consumer hadn¿t reached out to them regarding the issue of stimulation turning off and symptoms returning. According to the hcp no actions were taken, and it was unknown if stimulation turning off and the consumer¿s symptoms returning were resolved. No further complications were anticipated.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's symptoms started returning. Her neck was pulling and arms were shaking. Thought it was her parkinson's symptoms. The patient was just placed in a memory care facility. Noticed over a week or so, noticed that her stimulator just turns off. No one turns it off. They don't have access to the programmer. Stim was off, and the ins battery was full. They turn her back on she is fine. They will check it a couple times after and it still shows on. Then a few weeks later it happens again where it shuts off. Caller said it has shut off on it's own probably 4-5 times. First time it happened it was probably mid-february give or take. No further complications were reported or anticipated with this event.